Manufacturer narrative:
Result: faulty cpu board caused the head-end lift to be stuck in a high height position and unable to be lowered.

Event description:
It was reported by service report that the head-end lift was stuck in a high height position, and unable to be lowered, because the cpu board was defective. No pt involvement or adverse consequences were reported.